Manufacturer narrative:
It was reported that the device will not be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was no longer functioning. It was reported that the patient had not had the device interrogated since (B)(6) 2014. The right ventricular (rv) and left ventricular (lv) leads were both programmed to high outputs above 4 volts. A revision procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.